Event description:
It was observed during the device evaluation, the subject device had damage on the cable unit, compromising the water tightness of the unit (leak). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the water tightness is lost due to damage on the cable unit. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.